Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
Event 1: according to the complainant, black specks were found in the transfer set tubing and inside the plastic bag. No patient involvement.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) picture was provided for evaluation. Upon a visual inspection of the image provided, it was observed the presence of a dark spot in correspondence with the tubing, but it is not possible to determine whether the dot was inside or outside the tube, nor whether it is mobile or not. Another picture was received showing the pouch with the variable data and a last picture of the second sample showing a dark spot at one corner of the pouch. In this case, the spot was not in contact with the product. Based on the investigation results, the reported defect was confirmed. A review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. A batch record review for the reported lot number was performed, and no non-conformances or deviations were identified during the manufacturing process or final inspections. The retained sample corresponding to the reported lot number was visually and physically evaluated in accordance with the applicable specifications. All test results were found to be acceptable. As a result, the defect reported by the customer could not be confirmed in the retained sample. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.